Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The device also was stuck in the prime loop. The blood glucose reading was 132mg/dl. Troubleshooting was performed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. The device was received with cracked reservoir tube and scratched display lcd window.